Manufacturer narrative:
It was reported that the implant broke during surgery. Levels treated were l5-s1. The implant broke at the point where the implant and inserter interface. The broken portion was retrieved from the pt. The procedure was completed with another of the same implant. There was no significant delay to the case and no impact to the pt.

Event description:
It was reported that the implant broke during surgery. Levels treated were l5-s1. The implant broke at the point where the implant and inserter interface. The broken portion was retrieved from the pt. The procedure was completed with another of the same implant. There was no significant delay to the case and no impact to the pt.